Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and confirmed the customer's reported issue and determined the problem was caused by a defective display interface. To correct the issue, the stm replaced the video generator board but the replaced part was not compatible with the existing video monitor. The stm returned at a later date to complete the repair and replaced the defective video generator board along with preventative maintenance (pm) that was due. The stm then performed all calibration, functional and safety tests per factory specifications and the iabp was returned to the customer and cleared for clinical service. The full name of the event site has been abbreviated due to field character limit; the full name should read (B)(6) medical center.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced a malfunction. It was later reported that the display was unstable and the iabp unit eventually alarms. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.